Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with no sensor signal errors. The customer states that the same issues have occurred with three sensors, and one device and two needle hubs were retrieved. The patient visited the hospital and retrieved devices from the physician. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of 3 opened and used enlite sensors. 1 of the sensors was received with the cannula bent and retracted inside of the sensor missing the needle. 1 sensor was found to have bent needle and the remaining sensor was inspected for burrs, hooks and dull needle tip defects none were found, the needle passed per specifications.